Manufacturer narrative:
The probable root cause is attributed to the system overheating. This issue can be resolved by replacing the air filter or fan.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and observed that the filters were clean. Fse took the tower into a hallway outside of the or and blew the dust out from the core. Fse also informed or nurses on how to clean the vision side cart (vsc) filters. Fse ordered a new fan for vsc due to the power button retention clip being broken as well as replaced the fan assembly. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Error logs revealed error 95 video blend lane (vbl1) node on video slice (vsl1) which is likely the root cause and therefore a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that their system had locked up, which forced them to convert the procedure to laparoscopy. The issue was reported to dvstat after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified a 95 nonrecoverable fault on video blend lane (vbl1) and provided instructions on how to remove the vision side cart (vsc) filter for the upcoming case scheduled on monday. The procedure was converted to laparoscopic surgery with no report of patient injury.